Event description:
Reference number (B)(4). Event occurred in the united states. On 10-june-2024, it was reported that the patient encountered three infusion sets cannula kinked events on 10-june-2024, 24-june-2024, and 02-july-2024 within 3 hours of insertion. The infusion set was in use for 8 hours. The site of location was abdomen. The blood glucose was reported 350 mg/dl. Patient replaced infusion set and resumed insulin successfully. Do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.

Manufacturer narrative:
Initial and final MDR (B)(4).